Event description:
The customer stated discrepant results were generated on the cell-dyn 1700 analyzer. A patient sample was tested three times and generated hemoglobin results of 5.0, 10.3 and 15.9 g/dl. When the specimen was tested a fourth time, the value was very similar to the previous result of 15.9 g/dl. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A clog at the pre-mix cup was suspected. The customer was instructed to wash the pre-mix cup with diluted bleach and monitor the issue. The customer confirmed that there were no further issues after completing the recommended actions. The issue was likely caused by debris in the pre-mix cup. The cell-dyn 1700 system operator's manual provides basic troubleshooting information for problem identification, isolation, and corrective action. Instructions for obtaining technical assistance are included as well. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(4) 2010 through (B)(4) 2011. No nst was identified during the searched period. Based on the investigation, no product deficiency was identified for the cell-dyn 1700 related to the reported issue. The issue was isolated to debris in the pre-mix cup area, which was resolved by cleaning.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.